Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned. All testing was performed with a test battery cap which was able to fully tighten. The pump powered on with a test battery cap and a power loss was not observed. The battery compartment was observed to be cracked in the thread area and there was evidence of moisture contamination inside the battery compartment. The pump was exercised with a test cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture or loose components inside the pump. Unexplainable power reset events were observed in the black box.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the display screen was blank, there was no backlight and no audible tones or vibrations and that the issue remained even with a battery change. Reportedly, there was no damage to the battery cap or battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.